Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre universal drain. It was reported that sometime post procedure, the drainage catheter connector fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided and reviewed. The first photo show partial view of drainage catheter implanted into patient body and connected with the external syringe. A longitudinal crack was noted on the catheter hub. The second photo show partial view of drainage catheter and thread was noted on the hub. A compete break was noted on the catheter hub and multiple broken pieces were noted. The third photo show partial view of drainage catheter implanted into patient body, and thread was noted on the hub. A compete break was noted on the catheter hub and broken piece was noted to be missing. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture and fluid leak issues for all the three devices, and the investigation is confirmed for the identified material separation issue for the second and third device. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre universal drain. It was reported that sometime post procedure, the drainage catheter connector fractured. Leakage was also observed. The procedure was completed by using another device. There was no reported patient injury.